Event description:
The customer received questionable creatinine plus (crea) and hdl- cholesterol (hdl) results on their p-module. The customer provided data for eight patients, of which one had discrepant crea results. The customer stated repeat testing was performed on the initial analyzer and a second, unspecified p-module. While troubleshooting the analyzer, the customer noticed clear, soapy liquid on top of the cells. The customer found debris on the squeegee for both the front and rear rinse unit. The customer removed the debris and stated it was covering up the hole of the nozzle. The customer stated quality control was successful after removing the obstruction from the rinse units. The patient's initial crea result was 20.66 mg/dl accompanied by a data flag. The repeat result was 1.04 mg/dl. It was unknown on which analyzer the repeat testing was performed or if the discrepant result was reported outside the laboratory. The customer stated eight total patient reports had to be corrected, but could not provide further specific data regarding the patient results. No patients were adversely affected. The corrections were made in a timely manner. The crea r1 reagent lot number was 65769001 and the expiration date was 10/31/2012. The crea r2 reagent lot number was 65870001 and the expiration date was 11/30/2012. The field service representative (fsr) found an environmentally caused failure of the sample system. He found that dirt in the laboratory was being propelled through the air by excessive use of fans in the laboratory which resulted in debris migrating into the sample reaction cells. This led to a vacuum nozzle of the sample rinse mechanism being clogged for the second time in less than a week. The blockage resulted in cells not being properly cleaned and erroneous results being generated. He cleaned large amounts of dust and paper fiber debris from all surfaces of the instrument. The customer had remediated the blockage prior to the fsr visit and the instrument was functioning fine by the time of his visit. The fsr performed a mechanism check to verify proper operation of the rinse mechanism. The fsr also performed a specimen precision check. All the results were within specification.